Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the appendectomy via laparoscopic procedure, after the reload was fired, there were some staples that did not fire over the tissue, when the surgeon inspected it, these were malformed staples, there were some individual staples that fell into the patient's cavity. The surgeon were able to retrieved the staples using graspers and completed the case. An investigation was then asked by the surgeon.